Event description:
Reportedly, no medication was administered. There was no tape removal or further surgery. The issue was resolved. Patient awareness of symptom but easily tolerated. The patient condition was resolved, was re-evaluated.